Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient had a fall that caused the lead to be displaced and the device is no longer working. The caller was an MRI technician reading from an healthcare professional note and did not have any further information. No further complications were reported.